Event description:
Same case as MFR #: 2134265-2008-03474 this event is reportable based on the product analysis approved on 07/23/2007. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the stent was unable to cross the lesion. The 90% stenotic lesion was located in the very tortuous and severely calcified proximal to mid left anterior descending artery. The physician advanced a 4.00x20mm and then a 4.00x24mm taxus liberte drug eluting stent to the lesion, but was unable to get either stent to cross. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Taxus liberte paclitaxel-eluting coronary stent system. Device evaluation: visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.